Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced intermittent pump screen blanking and alerts that were too quiet, along with recent difficulty maintaining bluetooth connectivity to a dexcom g7 cgm; the circle app was paired and functioning, but the user reported that app alerts were not loud enough. Symptoms included no audible alerts. Outcomes included user-perceived alarm audibility impairment without injury, hypoglycemia, hyperglycemia, or hospitalization. Investigation included customer support review, verification of bluetooth connectivity, confirmation of cgm in range and functioning, confirmation that the circle app displayed alerts, and user-performed factory resets. Investigation of this case revealed normal bluetooth function at the time of support and persistent concern regarding low alert volume, with the device otherwise operating, consistent with alarm audibility concern and intermittent display blanking reported by the user. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to inability to reproduce the low-volume condition during support and absence of confirmatory device diagnostics.